Event description:
5.0mm cannulated locking screws, implanted for a right distal femur supracondylar periprosthetic fracture sustained in a fall while hiking, were noted as broken and were removed. During the removal procedure surgeon noted the patient appeared to have fusion of the fracture. Patient was reportedly not compliant with weight-bearing restriction. Original surgery was delayed due to the patient having d.t.'s (delirium tremens). All hardware was removed during revision surgery.